Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and increased capture threshold. The rv lead was capped and replaced on 30 dec 2024. The patient was in stable condition.